Manufacturer narrative:
Additional information received and updated in the following sections: a.3.a, a.3.b (sex and gender), b5 (basic event description). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic hysterectomy but with the patient under anesthesia, three arms triggered non-recoverable errors at some point after calibration. This was noticed once the surgeon attempted to take control, as the arms were unable to be operated due to the errors. The surgeon decided to convert the surgery to a traditional laparoscopic surgery rather than restarting the arm or the system. This resulted in extended anesthesia time for the patient. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic procedure but with the patient under anesthesia, the arm triggered a non-recoverable error at some point after calibration. This was noticed once the surgeon attempted to take control, as the arm was unable to be operated due to the errors. The surgeon decided to convert the surgery to a traditional laparoscopic surgery rather than restarting the arm or the system. This resulted in extended anesthesia time for the patient. There was no patient injury.

Manufacturer narrative:
H3) evaluation summary: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the surgeon console main computer lost the non-real time communication and then became operational again. However, the surgeon console did not transition through all of the correct states because it was not rebooted. This occurs when the data cable is not properly inserted and the surgeon console loses and regains connection. The system interprets this as a problem, causing the main system computer to transition the system into a soft stop state and prevents tele-operation of the arm carts. Evaluation of the logs indicated that the arm cart assembly was put into a soft stop stage as a safety precaution due to the main system controller of the tower losing communication with the surgeon master controller and surgeon console display computer. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a failure on a separate component of the system, related to the surgeon console records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic hysterectomy but with the patient under anesthesia, three arms triggered non-recoverable errors at some point after calibration. This was noticed once the surgeon attempted to take control, as the arms were unable to be operated due to the errors. The surgeon decided to convert the surgery to a traditional laparoscopic surgery rather than restarting the arm or the system. This resulted in extended anesthesia time for the patient. There was no patient injury.